Event description:
Note: procedure and event dates are unknown. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "ultraflex precision colonic stent placement for palliation of malignant colonic obstruction: a prospective multicenter study" published in endoscopy 2007; volume 66 no. 5: 920-927. The following information was derived from this article: an ultraflex precision colonic self-expanding metal stent designed for colorectal use, was used for a stenting procedure of patients with malignant colonic obstruction. According to the article, the sems migrated to the lower rectum after two months. Sems was removed with a snare. Migration was attributed to tumor reduction after chemotherapy. Replacement sems was deemed unnecessary. There is no further information from the article regarding the status of the patient.

Manufacturer narrative:
Other (migration occurred due to shrinkage of tumor). The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available, a device analysis cannot be performed; therefore, the cause of the reported event is undetermined.